Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had bleeding which required hospitalization. Further details were not provided. There was no allegation against an ion product. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. There was no allegation against an ion product. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.